Manufacturer narrative:
(B)(4). Patient information (ID, age, sex, weight) as well as additional information associated with the complaint have been requested and is either unknown, will not be made available to medtronic, or will be provided and updated in a supplemental report.

Event description:
During use the cuff did not inflate. The tube was removed and replaced. There was no patient harm.

Manufacturer narrative:
(B)(4). The customer reported issue is confirmed. Functional and visual inspection was performed and it was observed the sample revealed a small hole in the tracheal cuff body. The cuff also appears rough around the damaged area. Manufacturing controls were reviewed and no non conformances were identified. The damage in the returned device is not related to the manufacturing process. We are unable to determine the cause for this specific event however; information has been added to the database and trends will continue to be monitored.